Event description:
Implant loss (can't be confirmed - page 2 of cf was not provided). Reported implant loss. Only 1st page of cf was provided, tbd when product arrives, may be nps. Tracking pending. (B)(4). 2025-04-04 ba: additional information was found in sf.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.